Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to resolve the issue. Additionally, the pump reset unexpectedly. The customer's blood glucose level was between 300-330mg/dl. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue and the alleged unexpected reset issue were verified in the pump logs; however, no failure was identified.